Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep reported that when searching for a patient's last name from pacs the system would display a low memory error and the screen would go black. The internal error 64 message would then appear and log the user out of the application. The rep did not try searching for other patients and no patient was present during this issue as the system was being prepared for a case later that morning. No patient was involved with this issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the error message only occurred on queries with common names where no other search fields were populated. The error did not occur when using a date range, mrn, etc.